Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure in the cephalic vein, the stent graft allegedly failed to deploy. Reportedly, the device was removed from the patient's body and was observed that one of the stent struts allegedly perforated. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the stent graft delivery system could allegedly not be advanced through the introducer sheath. Therefore, the introducer sheath was changed from 7f to 8f and finally 10f sheath. However, while using the 10f sheath, the stent did allegedly not deploy. It was also reported that resistance was felt and the health care provider applied excessive force. Reportedly, upon removal, a stent strut was found sticking out of the outer sheath. The placement site was reported as cephalic vein. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the sample returned the reported perforation of the tip of the outer sheath by a strut of the stent graft is confirmed. Based on the event information reported this correlates to the attempts to advance the stent graft delivery system with an outer diameter of 10f through a 7f respectively 8f introducer sheath. It is reasonably suggested that the delivery system was damaged during these attempts, which resulted in the reported failure to deploy after the delivery system was advanced to the target lesion through a 10f introducer sheath. The reported issue was determined to be caused by using incompatible accessories and is therefore closed as use related. Based on the event information provided and the evaluation of the sample returned, it is reasonably suggested that the delivery system was damaged by introducer sheaths whose diameters were too small. Therefore, the reported issue was determined to be caused by using incompatible accessories and is therefore closed to be use related. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "materials required for the fluency® plus endovascular stent graft procedure: introducer sheath with appropriate inner diameter." In addition, the IFU contains a symbol explanation which, among others, displays and describes the symbol for minimum introducer size. The minimum introducer size with the appropriate symbol is printed to the label of the inner and outer packaging of the fluency® plus endovascular stent graft delivery system. The minimum introducer size of a 13.5x80mm stent graft delivery system is 10f. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.